Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-01030 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-00960.

Event description:
It was reported by the customer: "attempted midline catheter insertion using ultrasound guidance in the let cephalic vein. When attempting to deploy guidewire then catheter, I met resistance, which was also hurting the patient. So I stopped, pulled catheter back, pulled guidewire back, then removed needle from his arm. Inspected the needle/catheter/guidewire and found that part of the catheter broke off from the needle. I used the ultrasound and was able to visualize the catheter partially in the cephalic vein. Putting a midline in for antibiotic administration. I did conduct a brief chart review. That patient underwent ir procedure on (B)(6) for retrieval of the catheter fragment. This procedure was successful without complication. Patient has since discharged home with home health. No recommendation for further follow-up by ir."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer: "attempted midline catheter insertion using ultrasound guidance in the let cephalic vein. When attempting to deploy guidewire then catheter, I met resistance, which was also hurting the patient. So I stopped, pulled catheter back, pulled guidewire back, then removed needle from his arm. Inspected the needle/catheter/guidewire and found that part of the catheter broke off from the needle. I used the ultrasound and was able to visualize the catheter partially in the cephalic vein. Putting a midline in for antibiotic administration. I did conduct a brief chart review. That patient underwent ir procedure on 3/8 for retrieval of the catheter fragment. This procedure was successful without complication. Patient has since discharged home with home health. No recommendation for further follow-up by ir. "